Event description:
It was reported that the patient experienced inappropriate therapy due to t wave oversensing (twos.) The source of the oversensing could not be identified by the physician as exclusively a device issue or lead issue. The right ventricular lead sensitivity was reprogrammed and the ventricular fibrillation number of intervals to detect (vf nid) was extended. Both the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.